Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report#1627487-2018-03263. It was reported the patient discontinued use of their scs system sometime in 2009 due to the system no longer providing adequate pain relief. Follow-up indicated the patient lost stimulation due to a possible lead fracture. During the ipg explant procedure,(ref MFR. Report#1627487-2018-02883). Intra-operative testing of the lead revealed high impedance values on all contacts. However, an additional surgery will be undertaken at a future date to address this issue.